Event description:
Pt found to have inappropriate shocks from ICD secondary to lead noise. ICD and lead were explanted without difficulty (B)(6) 2011. Insulation break and cable externalization was visible on fluoroscopy as well as grossly after removal. No current indication for re-implant as if improved significantly, pt in agreement. Diagnosis: inappropriate shock and lead split.